Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the common bile duct of a patient. During the attempt to release the stent, the guide catheter was retracted but the stent would not deploy. The guide catheter was later noted stretched and accordioned. The procedure was completed with another device (manufacturer unknown). The procedure was successfully completed with no reported patient complications. The patient was reported to be in good condition at the completion of the procedure.

Manufacturer narrative:
(B)(4). Accordioned. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).